Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet connector component fractured while the user removed the device from a pocket, leaving a broken piece lodged in the device and unable to be extracted with pliers; a replacement ilet was provided and the original was returned. Symptoms included no change in blood glucose as reported by the user. Outcomes included no injury and no medical intervention or hospitalization. Investigation included intake review, user education on data transfer limitations and return process, and collection of the returned device for evaluation. Investigation of the returned device revealed a mechanical break of the connector consistent with component damage; the device was not recoverable by the user and required replacement. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the connector consistent with user handling.